Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set. Same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and other unrelated events. During the hospitalization, the patient was treated with intravenous (IV) saline (dose not reported) and vancomycin (dose, route and frequency not reported), but it was not specified if the treatment was for the peritonitis or for the other unrelated events. However, it was specified that the peritonitis was treated with antibiotics. The patient did recover from the peritonitis and was no longer on antibiotics at the time of discharge. The patient was discharged from the hospital into hospice care. The pd therapy was ongoing. The patient later died due to the unrelated issues/past medical history. Additional information was requested, but was not available at this time. This is report 1 of 3.